Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal did not deploy well inside the aorta and could not stop bleeding. No blood transfusion was needed. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID (B)(4). Corrected adverse event or product problem from product problem to adverse event & product problem. Corrected type of reportable event from malfunction to serious injury. The device was returned for evaluation. A visual inspection was conducted. Only the delivery device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the outermost tip of the seal. The white plunger was depressed and the blue slide lock was dis-engaged. The seal and tension spring was observed to be in the delivery tube, with the seal partially hanging out the tip of the delivery tube. The seal and tension spring was removed from the delivery device. No visual defects were observed on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.52 in. The values recorded were within the tolerance specifications. Based on the received condition of the device, the reported failure mode ¿activation problem¿ was not confirmed but the analyzed failure mode ¿premature deployment" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal did not deploy well inside the aorta and could not stop bleeding. No blood transfusion was needed. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal did not deploy well inside the aorta and could not stop bleeding. No blood transfusion was needed. A replacement device was used to complete the procedure.